Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the e103 occurred to converter failure, which is displayed when the light source lamp lightning failed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic and the procedure was completed without delay.

Event description:
It was reported, that the light source had error 103 which is an output problem. The issue was found during an inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user's report was confirmed, the e103 error code was present due to a faulty power supply unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.